Event description:
Reportable based on analysis completed on (B)(6) 2010. This complaint originated when two similar vortx-18 6mm/6.5 mm devices were returned for one complaint. Device analysis revealed that only a partial coil was returned and that the returned coil segment was protruding from the introducer. Additional information was requested pertaining to this device, however, it is not available.

Manufacturer narrative:
Device evaluated by manufacturer: a vortx-18 6mm/6.5 mm device was returned for analysis. The coil was seen to be protruding from the introducer. Only a portion of the coil was present inside the introducer. Zap tip shape and surface was smooth. Only one zap tip was present as there was only a portion of the coil returned. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4)